Event description:
Caller stated that he was implanted with the abbott proclaim stimulator in 2019. He said he was told that the battery is not rechargeable that it will last five to ten years, but after three months of implantation he started experiencing problems with the device. He was shocked and burned by the device. He complained to his doctor and the manufacturer tried to reprogramming but nothing worked. The manufacturer's technician visited him on several occasions but the device still failed to function. He spoke to his doctor and an MRI was ordered to see what is going on with the device but no positive result was achieved. A CT scan was also ordered to see if the device should be replaced instead it was abandoned. Called did a research on his own and found out that the device has been recalled. He received a letter from abbott in december 2023 that the device was recalled in august 2023.

Event description:
Additional information received on 2/20/2025 for report mw5150477. To: FDA experts investigating the abbott medical recalls proclaim 3660. My name is (B)(6). I know the risk it represents for my life and my family to do this grievance, but I consider that it is my citizen right to be able to request to be heard and that the evidence of my case be reviewed by you the highest entity who can determine to take the maximum measures to prevent thousands of people from being seriously injured. I hope that people who have access to this information are conscious of the public responsibility that this grievance implies due to the collateral damage caused by the use of neurostimulation of defective devices to my health. I understand that there is an internal investigation into the spinal cord stimulator proclaim 3660 that promised to give me pain relief and improve my quality of life; in addition, it offered a 5 to 7 year non-rechargeable battery warranty and compatibility with the use of the MRI machine. A few weeks after undergoing surgery to permanently implant the device, irregularities began to appear in the functions of the device, which were addressed by the technical team of the abbott company without any success and only causing more pain and suffering to me. After several attempts to reprogram the device and causing me electric shocks, burns and alterations in functions of my sympathetic nervous system due to overstimulation, I made the decision with my doctor that we had to replace the device for which I needed an MRI to evaluate the position of the leads and the state of the vertebrae, for which I needed to align the device to the mode of MRI to proceed with the examination. After several attempts I could not access the function and I had to call the company¿s technical service for assistance. The company¿s representative showed up at my residence and tried several times to enter the device¿s system without success, the only thing he told me was that I couldn't take an MRI and that I had to talk to my doctor. From that moment on, they had no further contact with me or with my doctor¿s office, which they frequented several times a week. When I had the appointment with my doctor and explained what had happened and since he was aware of my situation from previous appointments, my doctor wrote a letter to the company complaining about the poor quality of the device where the battery had only lasted a few weeks before starting to fail, I do not believe that the company ever reported this letter to the FDA. The company never responded to my doctor and it was when, in consultation with my doctor, we made the decision to remove the device and implant a new one of the nevro brand which had good references according to my doctor¿s experience. In (B)(6) 2020 and during the pandemic, I underwent the explantation surgery. My doctor informed me that due to the risk involved, the st. Jude abbott leads could not be removed at that time. He connected the nevro generator to the leads of st. Jude medical-abbott. Two different technologies from different companies using a connector designed by the nevro company that promised compatibility with leads from almost all companies on the market according to its instruction booklet. In the meantime, I sought legal help from the firm (B)(6) so that I could direct my claim to the company that manufactured the device st. Jude medical-abbott, claiming battery malfunction and seeking compensation for having implanted a defective device in me. At the same time that my lawyers were working on investigating the faults in order to establish a legal claim, I continued to experience having two fused technologies working inside my body that had not provided me with any pain relief up to that point and my condition was progressively advancing, without being able to be monitored with the precision that an MRI image result provides and in order to help with the symptoms of neuropathy, sweating, vasodilatation, while dealing with more stress, anxiety, depression due to chronic pain syndrome, while taking the maximum doses of anticonvulsants lyrica 200mg and antidepressants zoloft 200mg, that have become an endless treatment that has not provided improvement in my quality of life due to the chronic pain. On (B)(6) 2022, during a routine consultation with the doctor and the nevro company representative, where we were once again discussing the lack of pain relief, I directly requested from the representative the evidence of the compatibility studies of the two technologies and the FDA approval for the use of the two technologies, and it was where the company representative responded to me that there were no test studies because they were very expensive for the company and of course the FDA was not aware of it. After a four year long litigation process since (B)(6) 2020 between my lawyers and the lawyers of the abbott company: examination of the device by the abbott company and by experts hired by my law firm, depositions of doctors and experts related to the subject from both parties, extraction of data from the device, presentation of production reports of the device and support of all the information by the scientific staff of st. Jude medical-abbott under oath, after several years of litigation, the abbott company had to inform you the FDA that they had to do a recall of the proclaim 3660 because the communication between the generator and the controller fails, which does not allow the device to exit the MRI mode causing a sudden discharge of the battery, which is why all patients implanted with this device must undergo replacement surgery of the device and by july 18th, 2023 this abbott medical recall was initiated. The data that we received from abbott, we believe, does not comply with the record keeping obligations in the PMA. For this reason, I come to you the FDA, the highest authority, so that you can please review my case, and the evidence collected in order to prevent more people from being hurt and to determine exactly what is wrong with the batteries and/or materials that compose them. I know that the abbott company has faced criminal charges a few years ago, due to a case involving pacemakers batteries that have behaved similarly to the battery of the proclaim 3660 that was implanted in me. You are the highest u.s authority in medical patents and authorizations and who can authorize all investigations in order to review my legal case due to reasonable doubt due to insufficient evidence from abbott who manufactured the defective device that was implanted in me and caused so much damage, pain and suffering. Sincerely, (B)(6).

Event description:
Additional information received for report mw5150477 on 8/22/2025 to correct spelling to reporter.